Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was ectopy on the right ventricular (rv) lead that was not being oversensed, however pacing was being inhibited. There was a concern over loss of capture as the threshold measurements were at 3.0 volts. It was noted that patient had an underlying rate at 50 bpm. Approximately one month later a revision procedure was performed due to the loss of capture; the cause of the loss of capture was not determined. During the revision the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.